Event description:
Nurse educator reported patient's (pt) receiving hemodialysis treatment on the baxter 1550 device. Pt's blood pressure was low one time during treatment and healthcare professional (hcp) administered 100 cc's of normal saline. Remainder of treatment was unremarkable. Pt left the clinic at 1629 and returned at 1808 incoherent and with high blood pressure. Hcp called ems. Hemodialysis prescription included the following: length of treatment 4 hours, goal weight to be removed 1.1 kg, dialyzer baxter ca170. Total ultrafiltrate removed was 1.1 kg. No further info was provided regarding this event.